Event description:
Pt reported insulin infusion set luer separated from tubing. This occurred 4 times; 3 luers completed separated and 1 luer nearly separated from infusion tubing. This resulted in elevated blood glucose of 460 mg/dl and ketosis. Pt corrected hyperglycemia by bolusing through infusion device after infusion set was changed. The pt did not require assistance from a health care professional or second party to address the issue. No further info was provided. Product was requested for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.